Event description:
It was reported that during a pocket hematoma evacuation procedure, the physician noticed that some blood looked like it had ingressed into the outer insulation that had not been there the day before. The lead was tested and impedance was unchanged. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.